Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this right atrial (ra) lead exhibited a pacing impedance of greater than 2000 ohms. It was noted that there were two out of range readings on consecutive days; otherwise impedances have been in the 500 ohms range. Technical services (ts) discussed that since there were no other out of range measurements and the device was in vvi mode, they suggested a possible lead issue. They recommended continued monitoring for now, and it was noted this would be discussed further with the physician. To date, there have been no reported adverse patient effects related to this clinical observation. Additional information was received that this ra lead was later surgically abandoned and replaced due to intermittent impedance measurements up to greater than 2500 ohms. No additional adverse patient effects were reported.